Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they are experienced the high blood glucose and is in the hospital. The customer's blood glucose level was 519 mg/dl at the time of the incident and the current blood glucose level of the customer was 400 mg/dl. The customer was assisted with the troubleshooting and was suggested to call to the health care professional and seek a medical attention. The customer also stated that he was suffering from the diabetic ketoacidosis. The customer was in emergency room and nurse was taking him to get a CT scan. The insulin pump will not be returned for the analysis.